Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The breach in aseptic technique was not further described. The patient was hospitalized on the same day as onset of the peritonitis. Treatment for the event was not reported. At the time of this report, the patient had not recovered from the peritonitis event. The patient had been retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.